Event description:
It was reported that during the implant procedure the outer insulation of this lead may have been over-stressed by excessive force in trying to manipulate down a tight vein. The physician decided to use a different lead and is returning this one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated stretching and that the lead was damaged at implant. (B)(4).